Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to a factory of omsc for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. From the state of the device damage, omsc guessed that the reported event was caused by chemical or physical stress. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 02-sept-2020. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The device was in olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The adhesive around the objective lens of the device was peeling off. The phenomenon was found during repair by olympus. There was no report of patient injury associated with this event.